Manufacturer narrative:
A batch record review was conducted resulting in the following: gentlecath glide male ch14 (1x30pk) eur in question was manufactured under sap material ID (B)(4) and manufacturing lot # 2b03444, 110 400 pcs. The catheters were packed in pelpacks (pouch) in february 2022 on packing machine p009. Catherers were packed according to process instruction for packaging gentlecath glide catheters p009/p006/p020 g905704 ver 19 .0. Visual inspection is a part of in- process control. Results of peel test and visual inspection was filled in relevant form. Review of the DHR showed that all relevant tests required during the manufacturing process, packaging process and final product release had been fulfilled and met the requirements. No nonconformity has been registered during the manufacturing process of the mentioned lot. No other complaint was received on lot 2b03444. Review of complaints was done and no other complaints of this nature have been received in the last 12 months. The issue is considered as isolated. No further action are required. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: (B)(4) manufacturing site: (B)(4).

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
(B)(6). Patient country: columbia. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported "during a medical visit, the dr. Refers to a patient who brought him a gentlecath glide probe with a "technical defect in its packaging". Per additional information received, it was stated only that "the primary packaging is damaged, there is no further detail."